Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated without problem; however, a leak was noted on the balloon due to a pinhole located at the middle of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic biliary stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.